Manufacturer narrative:
The investigation determined that obtained higher and lower than expected vitros lactate (lac) results were obtained from a college of american pathologists (cap) proficiency samples and from non-vitros (biorad) quality control (qc) fluids when tested using vitros lac slides lot 3532-0110-6173 on a vitros xt 7600 integrated system. The assignable cause of the higher and lower than expected vitros lac results is an issue related to suboptimal calibrations. The calibration parameters for the calibration events on (B)(6) and (B)(6) 2020 were determined to be atypical compared to the database values. The quality control results shifted after each of these calibration events and were not acceptable. The higher and lower than expected proficiency sample results were also obtained using the parameters from each of these calibration events. The cause of the suboptimal calibrations is unknown. A possible cause of the suboptimal calibrations could be due to an issue related to the preparation of vitros cal kit 1 lot 0178. The customer stated that they use a fixed pipette for preparing vitros cal kit 1 and follow all the recommended guidelines. The customer did not provide any further details about their fluid preparation protocol. The instructions for use (IFU) for vitros cal kit 1 recommends using either a class a volumetric pipette or an automated pipette due to the sensitivity of the reconstitution process in maintaining the accuracy of the products. Adequate historical qc results for vitros lac lot 3532-0110-6173 were not available for evaluation. However, qc results obtained the day prior to the event were acceptable. Qc results were not acceptable beginning after the suboptimal calibration event on (B)(6) 2020 and continued being unacceptable after the suboptimal calibration event on (B)(6) 2020. The customer did not want to troubleshoot using vitros lac lot 3532-0110-6173. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros lac reagent lot 3532-0110-6173. Precision testing was not performed on the vitros xt 7600 integrated system; therefore, an instrument related issue cannot be ruled out as a contributing factor of the event. However, there was no indication that the vitros xt 7600 system malfunctioned.

Event description:
A customer obtained higher and lower than expected vitros lactate (lac) results from a college of american pathologists (cap) proficiency samples and from non-vitros (biorad) quality control fluids when tested using vitros lac slides lot 3532-0110-6173 on a vitros xt 7600 integrated system. Biorad lot 45800 l2 results of 4.12, 4.15, 4.14, 4.15, 4.14, 4.12, 4.08, 4.14 and 2.63 mmol/l vs. An expected result of 3.34 mmol/l. Biorad lot 45800 l3 results of 6.67, 6.64, 6.67, 6.65, 6.61, 6.59, 6.58 and 4.30 mmol/l vs. An expected result of 5.51 mmol/l. Cap proficiency sample results of 11.0 and 7.7 mmol/l vs an expected result of 9.35 mmol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher and lower than expected vitros lac results were obtained from non-patient fluids. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho). (B)(4).